Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The stryker micro oscillating saw was sent in for eval because it was leaking oil during a procedure. There was no leak or drop at the surgical site. No adverse event was reported, no irrigation was done and no med treatment was provided. Another device was used to complete the procedure without any procedure delays.